Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not able to start. Upon troubleshooting fse found that the issue with host pc and hard disk. To resolve the issue, fse replaced host pc, hard disk drive (hdd) and reloaded the system software. The defective host pc was returned to philips for analysis and found the failure in the power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.